Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient was seen at ten days post lasik treatment complaining of pain in the right eye. Patient additionally reported pain was intermittent and he was light sensitive. Upon slit lamp examination, a white lesion approximately five millimeters by three millimeters was found at the eight o'clock position, along with scattered small multifocal satellite infiltrates. Reporter indicated the main lesion did not have distinct borders, and the presentation was suspicious for fungal keratitis. Patient was sent to a corneal specialist. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Upon follow up it was indicated the patient has not returned for any additional follow up visits, and no additional information is available.